Event description:
The customer reported that during a procedure the system made a false x-ray. The customer pressed the emergency button to shut down the system. After that, the system did not boot up. The unit was down. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and could not duplicate the problem. He adjusted the 5.0 volt c-arm power supply to 5.1 volt, then cleaned the air filters. The unit is working as intended.